Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported blower temperature error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 23jul2019. The manufacturer¿s international service technician could not confirm the reported issue. A run test could not duplicate the reported phenomenon. The occurrence log of "blower temperature high" was discovered in the diagnostic report. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.